Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected, could result in the failure of the device to deliver therapy, if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2010. On (B)(6) 2010, the device failed a self test because of a low battery. This went unnoticed by the user as the next event is (B)(6) 2011. The device had been in fault mode for 10 months and the battery was depleted to the point where it issued a device service required message. Although no fault was found with the pad or pad-pak, the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack, and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.